Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect. The pt also experienced four urinary tract infections (utis) since having the device system implanted. All of the utis involved the pt's stay at the hospital and at a nursing home until the infection was under control. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.